Manufacturer narrative:
An evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. It was reported that no medical records and/or images will not be provided by the physician. As such, event determination, off label conditions, related patient harms and patient disposition could not be assessed. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2. Corrections: d4: UDI#: updated. G1,2: contact office: name, updated. H6: result code - remove code 3233. H6: conclusion code - remove code 11.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient had an endovascular aneurysm sealing (evas) to treat an abdominal aortic aneurysm (aaa). The bifurcated stent graft (main body) was implanted as intended. During the implantation of the vela suprarenal stent graft, the sheath was advanced up to the renal artery area and contacted the main body causing it to migrate upward. The main body then partially dropped into the aneurysm. Main body position was adjusted with a ballooning, and limb extensions were added to both sides, which was unplanned procedure. An intraoperative type 3a endoleak was observed from the right side. A non-endologix (gore/ aortic proximal) stent was implanted. The endoleak decreased but did not disappeared completely. A 1b endoleak from the left side was suspected but not treated. Five (5) days post initial procedure, a re-intervention was performed. Another limb extension was added on the left common iliac artery (cia) to resolve the 1b endoleak and another afx2 main body was implanted to resolve the 3a endoleak. However, when implanting the additional main body, the limb extension migrated during and another limb extension was added. All endoleaks were resolved.